Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, a2, a3, b1, b5, d1, d4, d6a, d10, g3, g4, g6, h2, h6. D10: 00713406658 provisional short flange cage, left use with 66/68/70mm shells/58mm liners 3002376.

Event description:
It was reported the patient underwent a hip procedure and was implanted with zimmer biomet products. Subsequently, the patient was revised due to loosening of the shell.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip procedure on an unknown date. Subsequently, the patient was revised due to unknown reasons.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing for the cup. Review of complaint history found no additional related issues for this item and the reported part and lot combination for the cup. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.